Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient programmer was not turning the voltage up and down correctly. It worked during the first occasion of turning the voltage up and down, however, the second occasion, it did not work and there were no beeps associated with the attempt of turning the voltage up and down. In addition, the device displayed no difference on the voltage. The voltage was turned back to 3.3v, which resulted in a shock to the patient. Also, the patient stated that they have no idea what their voltage of the ride side is. It was unknown what led or contributed to the issue. The patient programmer was to be replaced and the patient was to follow up with their healthcare provider (hcp) regarding the shock. It was unknown if the issue was resolved at the time of the report.